Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 125-mg/d -l fasting. Strip expiration date is 07/15/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory: 105mg/dl (B)(6) 2015 08:00:00 am fasting:yes; 113mg/dl (B)(6) 2015 08:00:00 am fasting:yes; 110mg/dl (B)(6) 2015 08:00:00 am fasting:yes; 108mg/dl (B)(6) 2015 08:00:00 am fasting:yes; 107mg/dl (B)(6) 2015 08:00:00 am fasting:yes. Memory concerns: 105,113,110,108,107mg/dl. Customer stated her results are lower than her expected target range of 125mg/dl when testing with the trueresult meter. Customer performed a blood test fasting this morning and results were 106mg/dl. Customer also compared her meter results with dr. Device; trueresult - 104 mg/dl and dr. Device - 140mg/dl.